Event description:
About 2 years after having my breast implant procedure, I begin having a huge array of health issues. Beginning with major depression and anxiety. Then symptoms suggesting rheumatoid arthritis, hypothyroidism, endometriosis, brain tumor, and eczema. I had pages and pages of blood tests performed on several different occasions, everything came back normal. I had MRI's and ultrasounds which were all, of course, normal. The only explanation I've received for my symptoms is that they're all caused by my anxiety. I believe these symptoms , which all arose at the same general time, are being cause by my breast implants. I do have saline implants which are said to be safe. However, I don't believe that the substance my implants are composed of is the issue. I believe my variety of symptoms are caused by my body¿s reaction to foreign body being present. Many of my symptoms are autoimmune related. My body has completely pushed piercing out of my skin and refuses to accept any type of foreign material in any area of piercing , so it doesn't seem crazy to me that it could also be rejecting the saline bags I've had implanted into my chest. Date the person first started taking or using the product: (B)(6) 2013.